Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of auto mode switch episodes due to noise on the right atrial lead were observed. The noise could be reproduced with isometrics. No intervention was performed; the patient would continue to be monitored. The patient's condition was stable.